Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he tried to inject and he pushed it down, which caused the cannula to cramp and his blood glucose went up to 555 mg/dl. Customer put a second unit on and it worked a little bit better. Customer was assisted with putting in a third unit but was still using more insulin than normal. Customer performed the high pressure test and was advised to do a complete set change. Customer stated that he usually puts in one set but the last three sets had an issue where the insulin was not as effective like it should have been. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed and to follow up with his health care professional.